Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a generator voltage error. The complaint was confirmed based on the results of the investigation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe had c-33 and c-00 errors and power cycled a few times with no change. The customer unplugged the power cord and plugged it back in with no change. The customer was getting the vision side cart (vsc) from their other system and does not have the covidien bypass cable 371716 to use with a covidien esu. The procedure was continuing as planned with no reported injury.